Manufacturer narrative:
Patient weight - unk. Patient ethnicity- unk. Patient race- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced in a second surgery with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.